Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. There were no irregular bolus requests made. Basal rate was adjusted to .45 units per hour throughout the entire day, and was adjusted up to .56 units per hour. Complaint could not be confirmed. Basal rates may need to be adjusted to compensate for daily activities. There is no evidence that a malfunction or failure occurred.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing blood glucose (bg) levels ranging from 40 to the 50's (mg/dl). The contact was uncertain of the suspected cause. The customer consumed carbohydrates to stabilize bg. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.